Manufacturer narrative:
Product event summary #analysis information -- on (B)(4) 2016 18:03:40 cst pli# 10 product ID# 5076-58 the full lead was returned and analyzed. No anomalies were found. The distal connector of the lead was extrinsically bent. The distal conductor was obstructed due to stylet/guidewire. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned damaged. The is-1 pin was bent and the stylet was stuck in lead and could not be removed. Therefore, helix functions could not be tested.

Event description:
It was reported that during replacement procedure, a right ventricular (rv) lead was attempted but not used. The physician noted that the helix would not extend, even after over thirty turns. The lead was never implanted and new lead was used instead. No patient complications have been reported as a result of this event.